Event description:
Further follow-up revealed that the generator was programmed off on (B)(6) 2013 when the high impedance was obtained.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead assembly identified a cut in the negative coil. Although, not conclusive, it appears this observed condition is the result of the explant procedure. The electrode array portion was not returned for analysis. Other than the above mentioned observations and typical wear and explant related observation, no anomalies were identified in the returned lead portion. Analysis of the generator identified no performance or any other type of adverse conditions. The generator analysis; however, did show a greater than 55% change in impedance value in (B)(6) 2012. This is likely when the lead discontinuity occurred.

Event description:
Reporter indicated that the patient was scheduled for revision surgery due to high impedance. Further follow-up revealed that the patient underwent lead and generator replacement due to a lead discontinuity. It was reported that x-rays were taken and revealed a break in the lead. Both the lead and generator are expected to be returned to device manufacturer for analysis; however, the products have not been received to date.

Event description:
Further follow-up revealed that the nurse practitioner indicated that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. The implant card was received by device manufacturer indicating that both the lead and generator were explanted on (B)(6) 2013. The lead impedance was noted to be "ok" with the new generator and lead. X-rays were sent to device manufacturer for review. Based on the x-rays images received, there are no gross lead fractures that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. The lead and generator were returned for analysis on (B)(6) 2013; however, product analysis is still underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Serial #, corrected data: initial report inadvertently listed wrong serial number. Lot #, corrected data: initial report inadvertently listed wrong lot number. Expiration date, corrected data: initial report inadvertently listed wrong expiration date. Manufacture date, corrected data: initial report inadvertently listed wrong manufacture date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Age, corrected data: the patient's age was updated from the initial report due to new information received. Date of event, corrected data: the date of event was corrected with new information received.